Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 43.0 to 43.2 cm and 31.5 to 31.8 cm from the distal tip, consistent with friction to the ICD can. Internal abrasion breaching the insulation was noted under the shock coil at 26.6 to 26.8 cm and 24.2 to 25.8 cm from the distal tip, consistent with friction to another device. (B)(6). No complaint was received with return of device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.